Manufacturer narrative:
Received 3 of item 138104 in their unopened original packaging. Performed a visual inspection of the devices, there were signs of a breach in all 3 devices. There was no heat seal on one end of the packaging leaving it open. No need for a functional test since there were breaches in the heat seals. A likely cause for this issue is the packages were not processed through sealing equipment. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A 2 year lot history review shows a total of (B)(4) devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that sterility is guaranteed unless the package has been opened, broken, or damaged. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 138104, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.